Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Reamer is dull.

Manufacturer narrative:
Additional narrative: this complaint pertains to the grater heads only--the broach tray has been entered on a separate complaint. Primary total hip arthroplasty. Pinnacle quickest graters size 36-57mm and corail broach tray (no codes provided). During reaming acetabulum the surgeon complained that pinnacle reamers were blunt. Sizes used:47-55. Odd sizes more blunt than even sizes. Please ensure that this tray is removed from loan kit circulation and sent to engineering for assessment. Corail broach plastic tray broken almost all the way through. Scrub nurse unable to lift tray during operation. Please remove from circulation and replace. No delay. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. No product associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.